Event description:
It was reported by service report that the lift here labels were unreadable. The customer did not know if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Results - "lift here labels.